Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. A 3x16mm promus element stent was advanced to treat the lesion. However, during advancing, resistance was encountered and vessel dissection was noted. The device was removed and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that stent struts from the proximal half of the stent were damaged, distorted, and raised outwards distally from the balloon. This type of damage is consistent with the stent encountering resistance during withdrawal from the guide catheter. The ro markerbands and the tip of the device were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that vessel dissection occurred. A 3x16mm promus element stent was advanced to treat the lesion. However, during advancing, resistance was encountered and vessel dissection was noted. The device was removed and the procedure was completed with a different device. No further patient complications were reported and the patient's status was stable.